Event description:
It was reported that the physician's handheld no longer holds a charge or powers on. The physician requested a new programming computer. The physician was provided a new programming tablet and the handheld was received for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on 08/11/2014. No anomalies associated with the main battery were noted during testing. During the analysis, it was identified that the power button and charge indicator were not functioning. The cause for the anomaly is associated with a damaged power button pcb in the handheld that is connected to the display. Once the pcb was replaced, no further anomalies were identified. Analysis of the flashcard was completed on 08/11/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.